Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. Section b5: additional information received on 20-nov-2023 indicated that the balloon did not deflate at all. The issue occurred during preparation; the catheter was not ighten. There was no difficulty removing the product from the hoop. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during the prepping of an emboguard 87, 95 cm (bg8795u, 0000224646) balloon catheter, the device was being prepped as usual. However, it was noticed that the tip of the balloon did not respond during the air removal process and felt strange. The air did not feel as drawn into the syringe, so an attempt was made to inflate the balloon, but it still did not respond. The user replaced with another new emboguard, and the procedure was successfully completed. There was no patient injury as the device was not clinically used. A continuous flush was not done. Additional information received on 20-nov-2023 indicated that the balloon did not deflate at all. The issue occurred during preparation; the catheter was not tightened. There was no difficulty removing the product from the hoop. The initial examination of the returned emboguard device identified kinking of the shaft at approximately 414mm and from the distal tip of the emboguard device and flattening between 181-193mm from the distal tip. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the flattening as the ball gauge could not be advanced past this point without resistance. The complaint report detailed that during device preparation they noticed that the ¿tip of the balloon did not respond during the air removal process¿ and they ¿felt strangeness¿. The complaint event occurred prior to use, therefore the kink and flattening observed on the returned unit were not reported in the complaint description and are unrelated to the complaint event. The returned emboguard device could not be prepared as per the procedural steps in the IFU. Air aspiration from the inflation lumen was attempted on the returned unit where a constant stream of bubbles into the syringe was observed. Attempted balloon inflation on the returned complaint unit showed there was a leak from the inflation lumen into the main lumen of the emboguard bgc. Review of DHR (batch record) confirmed that leak tests were performed in process and at final inspection, and no anomaly was recorded. No other units from this manufacturing lot (0000224646) had a similar complaint event (i.e. Hub leak). The event was therefore confirmed; however the root cause is undetermined. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during the prepping of an emboguard 87, 95 cm (bg8795u, 0000224646) balloon catheter, the device was being prepped as usual. However, it was noticed that the tip of the balloon did not respond during the air removal process and felt strange. The air did not feel as drawn into the syringe, so an attempt was made to inflate the balloon, but it still did not respond. The user replaced with another new emboguard, and the procedure was successfully completed. There was no patient injury as the device was not clinically used. A continuous flush was not done.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.